Event description:
A physician reported a pt with a multiple-treatment history who was last treated 15 years ago. (The exact dates of treatment and initial skin test were not known). Due to the long lapse in treatment, the physician elected to administer a skin test to the pt's left forearm on 9/8/98. The results were negative. On 1998, the pt was treated in the nasolabial folds and the oral commissures. On or about 2/1/99, the pt noticed intermittent, uniform swelling and slight erythema at the treatment sites. The forearm test site also had become red and swollen. As of 6/4/99, the symptoms persist. The physician diagnosed a delayed hypersensitivity. The physician has prescribed zyrtec for symptomatic relief; (date unk).